Manufacturer narrative:
Product event summary: analysis confirmed the reported event, an error occurred at power up, as a result the link electronic module (lem) circuit board was replaced and calibrated.

Event description:
It was reported that an error message occurred at power up. The programmer was returned for repair and test/calibration. There was no patient involvement.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).